Manufacturer narrative:
The investigation determined lower than expected results from multiple vitros ir slide assays were obtained from multiple quality control samples using two different control fluid types tested on a vitros 5600 integrated system. The most likely assignable cause is instrument related. An ortho field engineer (fe) discovered the immuno wash fluid (iwf) module was not secured to the vitros 5600 integrated system, as the mounting bolts were loose, causing an insufficient wash of the slides. The fe resolved the issue by securing the iwf module and performing all necessary adjustments. Post service performance precision testing and biorad quality control results were within acceptable guidelines, indicating the vitros 5600 integrated system was performing as intended after ortho field service. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
A customer observed lower than expected results from multiple vitros immunorate (ir) slide assays from multiple quality control samples using two different control fluid types tested on a vitros 5600 integrated system. Biorad immunoassay control lot 40890. Crbm l2 result of 4.2 ug/ml vs. The expected result of 7.80 ug/ml. Biorad multiqual control lot 46570. Dgxn l3 results of <0.4 and 0.9 ng/ml vs. The expected result of 2.30 ng/ml. Phyt l3 result of 3.5 ug/ml vs. The expected result of 16.67 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho clinical diagnostics (ortho) has not been made aware of any erroneous patient sample results obtained or reported from the laboratory during the time frame of this event, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).